Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted that they had replaced front cover, rear case, rear door, barrel clamp, module key lock label, left/ right handles, left/ right iui's, flange gripper and wiper seal. Performed calibration and pm. A review of the device history record for sn (B)(4) was performed from 12/18/2014 to 06/04/2020 and confirmed that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device. Additional comments: na additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Damaged case- (B)(4).